Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that balseal was damaged when putting set together.

Manufacturer narrative:
It has been determined after evaluation of the previously reported malfunctioning instrument that there was no instrument malfunction that lead to or could likely lead to patient harm. This report will be rejected.